Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. The lead and all conductors were stretched, and blood was found in/on the helix/lobe mechanism. There was apparent explant damage.

Event description:
It was reported that the atrial lead exhibited a loss of capture and sensing difficulty. The lead was explanted and replaced. No patient complicaitons have been reported as a result of this event.